Manufacturer narrative:
(B)(4). The device is not sold in the us. A similar device is sold in the us.

Event description:
The customer reports that a flushing test of the catheter was performed before insertion and there was no problem found at that time. It appears that after insertion, the catheter began to leak, but the leakage site is unknown. A new device was used.

Manufacturer narrative:
(B)(4). The customer returned one 2-l: 7 fr x 60 cm catheter for evaluation. The catheter showed evidence of use but no defects or anomalies were observed. Microscopic examination revealed a slice in the body of the catheter. The appearance was consistent with being cut by a sharp instrument. The slice was located on the catheter's body approximately 2.41cm from the distal end of the juncture hub. The location of the slice was consistent with the slice identified during visual inspection. The catheter was leak tested by injecting water into each extension line. Each lumen was pressurized with water to 45psi for 30 seconds. The distal end of the catheter was capped off during testing to restrict flow. No leak was observed in the proximal lumen. A leak was observed in the distal lumen as the water pressure was increased from zero. The leak occurred in the catheter body at a location approximately 2.41cm from the juncture hub. The location of the leak was consistent with the slice identified during visual inspection. (Con't) other remarks: a device history record (DHR) review was performed on the catheter and did not reveal any manufacturing related issues. The IFU directs the user to prepare the catheter for insertion by flushing each lumen. No leaks were reported during catheter preparation. The IFU also cautions not to secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow and to not use scissors to remove dressing to reduce risk of cutting catheter. It also cautions to check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. It also warns not to use alcohol or acetone on catheter surface as these chemicals can weaken the structure of polyurethane materials. The report that the catheter leaked was confirmed through visual and functional testing of the returned sample. The catheter body leaked from a slice in the distal lumen. The appearance of the slice was consistent with being cut by a sharp instrument. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the appearance of the leak site and since no leakage was reported during pre-insertion flushing, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports that a flushing test of the catheter was performed before insertion and there was no problem found at that time. It appears that after insertion, the catheter began to leak, but the leakage site is unknown. A new device was used.